Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level reading of "high"; however, specific bg value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no permanent damage. Additionally, it was reported that the pump touch screen was dark. Reportedly, the customer reverted to manual injections for insulin therapy.